Event description:
Lap chole - "dr. (B)(6) noticed what looked to be a piece of plastic in the tip of the obturator when placing the trocar in the patient."

Manufacturer narrative:
Investigation summary: one (1) event unit and five (5) sterile units were returned for eval. Upon inspection of the event unit, engineering confirmed the presence of a yellow shaving inside the tip of the fios obturator. The remaining five sterile units were free of particulate and met specifications. The material found in the obturator most likely came from the tip protector. It is possible for this to occur if the tip protector is twisted or inserted too far up the shaft while installing or removing the tip protector from the obturator. Applied medical is currently investigating device enhancements which are intended to reduce the potential for this type of incident to reoccur. Applied medical is currently investigating design, process and inspection enhancements which are intended to reduce the potential for this type of incident to reoccur. This document represents our initial/final report.